Manufacturer narrative:
Refers to the main device, other components include: product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
On (B)(6) 2017 crts (B)(4)(rep): information was received from a manufacturer's representative (rep) regarding a patient who was rec eiving 4000 mcg/ml of compounded baclofen at 24 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient catheter could not be aspirated of drug during a pump replacement procedure. The pump was being replaced due to normal eri. Because the attempts to aspirated the catheter of drug were unsuccessful, the catheter was replaced. The new catheter was not aspirated after it was attached to the pump. Due to the inability to aspirate the catheter, the patient's pump was set to minimum rate and the patient was observed. No symptoms were reported. No further complications related to this event were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jun-13 from the manufacturer's representative (rep) and the healthcare provider (hcp). I t was reported that the rep originally became aware of the issue on the day of the event and the event was reported to them by the patient's hcp. The cause of the inability to aspirate the catheter was not determined. The hcp began the catheter replacement as soon as they were unable to aspirate the catheter. The serial number for the catheter that was implanted was also provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.